Manufacturer narrative:
H3: product analysis found console received with software rev: 1.7.5 installed. Also mute connector broken on eic pcb. Crm radio firmware not correct. H6: previously applied codes fdm b21, fdr c21, fdc d16 and img g02030 are no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: product analysis found broken clip. Damaged usb-c connector on main board. H6: previously applied codes fdm b21, fdr c21, fdc d16 and img g02005 are no longer applicable. 2. Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: product analysis found broken usb-c connector. Broken clip. H6: previously applied codes fdm b21, fdr c21, fdc d16 and img g02005 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. 2. Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the console has been giving several intermittent issues. The unit shut off in the middle of a case. Also has a self test failure. Troubleshooting done, turned off and unplugged from wall power for one min - unresolved. Reseated battery - unresolved. There was no patient impact.